Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12954, 2017865-2019-12955. It was reported that the patient had developed a staphylococcus infection. The physician explanted the system, in particular the implantable cardioverter defibrillator, right ventricular lead, and the right atrial lead. The patient was stable throughout and post-procedure.